Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17561350 / 17561350.

Event description:
It was reported that the patients ipg was the source of pain and was not providing an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned by the medical facility.

Event description:
It was reported that the patients ipg was the source of pain and was not providing an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17561350 / 17561350.